Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with the investigation results once the evaluation has been completed. No devices received, log review only.

Manufacturer narrative:
The customer report of a cardizem drip rate change was confirmed. Analysis of the event log indicates the pcu was powered on (B)(6) 2015 11:24am. A minute later, the pump module was programmed to infuse the reported drug with a vtbi of 100ml and dose of 5mg/h for a calculated rate of 5ml/h. The primary volume infused was listed as 0ml. At 12:03pm, the dose was manually changed to 7.5mg/h which changed the calculated rate to be 7.5ml/h. At 2:59pm, the rate was manually changed to 10ml/h. At 6:08pm, another pump module was attached and programmed to infuse an unreported drug. At 10:17pm, the source device was channeled off. The primary volume infused was listed as 96.729ml. At 10:56pm, the infusion was restored at a manual vtbi change to 90ml. On (B)(6) 2015 4:30am, the rate was manually changed to 5ml/h. At 8:05am, the channel off key was pressed. The pcu was eventually powered off at 2:09pm. The total volume infused for the source device was listed as 170.399ml. Further review of the log noted no further infusions from either device. The root cause of the customer¿s report was not determined. No device was returned for investigation.

Event description:
The customer reported that an emergency room patient received more cardizem than intended due to the infusion rate being increased from the ordered rate at some point during infusion. The customer does not know when the rate was changed and they are requesting event log review for all programming, vtbi, and volume infused on (B)(6) 2015.